Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer was failed. A field service engineer (fse) found that drawer five was a storage drawer for non-medications and it was not connected to the bus and was normally tired wrap to prevent accidental locking. The tire wrap holding the latch assembly was missing, and the drawer was in a locked position. The red emergency release lever was opened and secured with a tire wrap to the solenoid. The drawer was then able to open. The fse also checked for debris and battery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.